Event description:
The ge (B)(4) 2800 fluoroscopy system had a broken on/off switch. System could not be turned on.

Manufacturer narrative:
A ge (B)(4) service rep investigated the issue and removed and replaced the broken on/off switch to restore function. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury of harm was reported as a result of the noted malfunction.